Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(6) 2019 reporting that the cause of the impedance issue was not identified. No actions were taken or planned for the impedance values. The patient was successfully reprogrammed to resolve the patient having too much paresthesia sensation. Impedances values ranged from 180 to 900. Avoid was still seen for electrodes 5, 6, 14, and 15. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that an impedance test was done during a routine reprogramming session on (B)(6) 2019. There was a possible short in electrodes 5, 6, 14, and 15. Those electrodes were not in use and the patient reported good pain relief but too much paresthesia. There were no actions taken and no environment factors identified. A surgical intervention was not planned. It was unknown at the time of the report if the issue was resolved. No further complications were reported.